Event description:
Per voluntary medwatch report # ((B)(4)): patient had planned procedure during which mesh ventralight was placed. Patient left or (operating room) and was sent to pacu (post anesthesia care unit). During next case, surgeons realized they had left a portion of the mesh deployment device in surgical site area. Patient came back to the or to retrieve the retained foreign body. Per additional information provided in follow up: the procedure was a laparoscopic umbilical hernia repair using a ventralight st w/ echo ps. As reported, the balloon was removed from the mesh, but was not initially retrieved from the peritoneal cavity.

Manufacturer narrative:
As reported, ventralight st w/echo ps balloon left inside the patient's body. Based on the information provided the reported event is determined to be use related with no malfunction of the device. Per the instructions-for-use, supplied with the device, "ventralight st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps positioning system (including the balloon, all connectors, and inflation tube) must be removed from the patient and appropriately discarded. It is not part of the permanent implant" and "visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal.¿ review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in dec 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.